Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. D4: batch # y7055t. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was received with the cartridge cover broken and the piece broken was not returned. In addition, the tyvek was returned along with the instrument. Due to this condition, no functional testing could be performed to evaluate the reported incident. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the camplate was found to be broken. Four(4) clips were found inside the clip track. However, it is known from the history of the device that camplate broken condition may lead to malformed clips. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a neck dissection procedure, halfway through the usage of the clip applier the device started scissoring clips. A second device was opened and again halfway through the usage of the clip applier it would start scissoring clips. Two additional devices were used to continue with the procedure. There were no adverse consequences reported.